Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing system the patient had uncontrollable bleeding and the pacing leads may have become damaged. The pacing system was left in use. It was reported that post implant the implantable pulse generator (ipg) had telemetry issues and would not pair with the monitor. It was also reported the right atrial (ra) and right ventricular (rv) leads dislodged. The ipg and leads were explanted and replaced. No further patient complications have been reported as a result of this event.